Event description:
The reporter stated that at a postoperative follow up visit several weeks after implantation for left foot talonavicular fusion, x-rays showed that there was a breakage in the plate. The pt had been advised to be non weight bearing for 6-8 weeks postoperatively. Fixation was not completely lost and the pt continued to be treated conservatively with no additional surgical intervention. Integra has requested additional clinical info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.